Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A pin hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, the z6ms transducer manufacturing process has been revised for articulation sleeve inspection, and a new sleeve material has been implemented. This transducer was manufactured prior to the corrective actions.

Manufacturer narrative:
This supplemental report is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00065) submitted in 2016 did not go through correctly. Correction: correct the brand name of (see section d1), correct the date received by manufacturer (see section g3). Additional event information: provide additional event information (see section b5), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), provide the evaluation codes (see section h6), manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, evaluation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00099) submitted in 2016 did not go through correctly. During a review of the service report, it was found that while using the z6ms probe, a usacquisitionhw-40-0 error message was displayed on the screen. Multiple attempts were made to obtain additional information but with no results.